Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. He customer's blood glucose levels were 471 mg/dl, 446 mg/dl, 526 mg/dl and 463 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with bolus delivered at 10.7 units. The customer reported that the insulin pump had insulin flow block alarm. The customer was assisted with troubleshooting and they stated that the insulin exited at the fill tubing. The customer was advised that the insulin pump was working as designed. The customer alleged the insulin pump for under delivery due to bent cannula. The insulin pump will not be returned for analysis.